Manufacturer narrative:
H6: the affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. According to clinical/medical investigation, no consent has been granted to provide clinically relevant documents; therefore, a thorough medical assessment cannot be rendered. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. No medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch and failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that there was a revision surgery for a patella component from a primary tkr from 2015. The patella had become loose and was free within the joint. Damage was observed on the anchoring pegs. No other complication was reported.